Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. It was unknown if the device was influenced by the reported failure, however the device met specifications for the reported issue during evaluation. The device was being used for treatment at the time of the reported event. As the reported issue was unconfirmed, device history record review and labeling review was not performed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a problem with the water heating during the rewarming phase of therapy on arctic sun device. Per follow up via on 14jan2021, the patient completed therapy on another arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a problem with the water heating during the rewarming phase of therapy on arctic sun device. Per follow up via on 14jan2021, the patient completed therapy on another arctic sun device.